Manufacturer narrative:
H1: updated to serious injury. H6: see additional imf codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that morning when patient (pt) got up and sat on edge of couch and started moving back they had a big shock going from their ins to the lead for their "bladder/fecal control" in their spine. Pt stated at the time of this event pt's programmer was in the other room with the batteries out. Pt stated once they got the programmer they turned down therapy and eventually turned ins off and stated no longer experiencing this. Pt stated it is really sensitive at the area where this occurred because the shocking went on for a while. Agent inquired if pt has had recent fall and pt reported they had a fall about a month ago where they hit their hip where their ins is implanted when they fell on cement. The patient was redirected to their healthcare provider to further address the issue.  Pt stated they called hcp and has appt. Scheduled for 1 pm tomorrow. No further complications were reported at this time. The patient clarified that the fall was not caused by the device, but rather that it somehow impacted the implanted system. Patient turned off the device to relieve the shocking and has an upcoming appointment to have the device checked.

Event description:
Additional information was received from the patient. They reported that it was not determined how the fall affected the implanted system. They couldn't' be 100% sure, but they felt that it did. The patient was going to have the old one removed and replaced with a new mdt device. The issue was not yet resolved. The cause of the stimulation in the wrong location and body posture affecting stimulation sensation was not determined. They wrote that the shock it was putting out was extreme from their hip and their pelvic region and noted that a wire may have come loose. The surgery was going to be rescheduled when a date comes open for the surgeon. Device removal/replacement was planned, but the date of the surgery was unknown. The device was still in position in their body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 corrections: added fdd codes: a01, a090407, and a071209. Added ime code: e0138. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the fall about a month ago was determined, but when asked what most likely caused or contributed to the issue, they responded, "unknown." They fell because it was dark and there were no lights by the ledge of the patio at night. When asked what steps were or would be taken to resolve the issue, they replied they would have an appointment with their doctor on (B)(6) 2021. The issue was not yet resolved.